Manufacturer narrative:
The unit passed the displacement test and the motor was tested outside of the device and passed. The unit alarmed motor error during the basic occlusion test and compromised force sensor system during the prime test at 4lbs due to a faulty force sensor resistor. The unit had a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked display window, a cracked belt clip slot, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report that the insulin pump alarmed compromised force sensor system and also that the display was cracked. The customer stated that she was wasting a lot of insulin. The customer's blood glucose level was 100 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.